Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized due to diabetic ketoacidosis. The report blood glucose reading was 397 mg/dl. The customer stated, she woke up with hyperglycemia and was shaking, so her husband took her to the hosp. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed during the initial phone call because the customer did not have a tubing clamp. When the customer called back, the insulin pump passed the high pressure test. Nothing further was reported.